Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke during final tightening. An alternative screwdriver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was examined. The tip of the screwdriver has fractured off. Based on the fracture seen in visual inspection, it is possible that the tip of the driver was not fully seated within the mating blocker which could create an off-axis force that can lead to a failure such as this. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a screwdriver broke during final tightening. An alternative screwdriver was used to complete the procedure without reported patient impacts.